Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number provided. The manufacturer is unable to investigate further at this time. Should further information become available, coopervision will submit a follow-up report to mhra. The relationship between the coopervision device and the incident is unconfirmed. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient was seen for a regular checkup, the patient was asymptomatic, however, and twenty to thirty opacity, like epidemic keratoconjunctivitis (ekc) were observed throughout the cornea in both eyes (ou). The patient was instructed to discontinue lens use prescribed a steroid and antibiotic, medication unspecified. The patient returned to the clinic one month later, in october, and the opacity were reduced, and patient was cleared to resume lens use after two additional weeks. One month later, in november, the patient was seen for a regular check-up and was again asymptomatic but again twenty to thirty opacity were observed throughout the cornea in both eyes (ou). Patient was instructed to discontinue lens use and was prescribed a steroid and antibiotic, medication unspecified. At the time of the report, the incident was unresolved. It is unclear if the medications were prescribed to prevent or preclude a permanent injury. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to unclear diagnosis, lack of medical information, and unknown resolution.